Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt reports they had a lumbar MRI 4-6 weeks ago and since then, the pt has had difficulty charging their implantable neurostimulator (ins) and that's it taking longer to charge ins. Pt noted that about halfway thru the MRI, the pt felt heating at the ins pocket site. The pt did not alert the MRI tech because the pt said it is difficult getting an MRI and they worried that if they stopped the MRI scan, they would have a difficult time getting another MRI in the future. The duration of the MRI scan was unknown by caller. Today in clinic, it took a longer time to connect to ins when they were trying to charge it and it was stuck on "searching for device" for prolonged period of time. Tablet connected fine with ins and controller connected to ins fine alone. Pt reports having many MRI's in the past and never having heating at ins site before. Pt has their stimulation turned down to low currently. Session report shows recharging as "excellent" with 36 minutes average duration and 12 days average interval. Caller says that there's nothing remark able about pt's recharge data and that connectivity looks good. Technical services (tss) reviewed that if communication issues persisted even with external component replacement, that further investigation should be done into system function. Patient called back I n and stated the issues previously documented. Patient added that they felt heating at the ins during the MRI. Patient mentioned that they have met with the manufacturing representative (rep) and stated that there was no issue with it. Agent reviewed the information and redirected the patient back to hcp for further assistance.